Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device reported with alert 01 (patient line open) & 02 (low flow). Believed device may be due for preventive maintenance as well. Transferred for assistance, sn#: (B)(6). Per sample evaluation results on 27jun2025, tank seals lifted from tank. Chiller evaporator y tube had tears at the end of the tube. Debris found in tank. Circulation pump flow meter reading over 300 ml/m lower than the ctu value.

Manufacturer narrative:
The reported issue was confirmed user related. The root cause of the reported issue is due to inadequate maintenance. A visual inspection confirmed that there was debris in the tank. Tank was cleaned of debris. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The labeling is found to be adequate as the instructions for use state: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish cleaning solution replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistance pouch. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction- d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device reported with alert 01(patient line open) & 02(low flow). Believed device may be due for preventive maintenance as well. Transferred for assistance, sn# (B)(6). Per sample evaluation results on (B)(6) 2025, tank seals lifted from tank. Chiller evaporator y tube had tears at the end of the tube. Debris found in tank. Circulation pump flow meter reading over 300 ml/m lower than the ctu value.